Event description:
Procedure: low anterior resection. According to the reporter: this surgery was a difficult sigmoid and proximal rectal cancer case. The surgeon performed a lower than expected anterior resection. The surgeon used an ethicon tx60 to perform the distal transection. The eea28 was used correctly according to the sales rep instructions. The sales rep was present in the operating room during the case. Upon removing the instrument, the surgeon visually noticed tension at the level of the tissues. The surgeon that performed the application of the instrument did not feel anything. The resulting anastomosis donuts were complete. Air was injected in the rectum and air bubbles were present. The surgeon had to perform an ileostomy. The pt had a large tumor. The pt's condition is: recovered. The sample is being sent for eval.

Manufacturer narrative:
(B) (4). (B) (4).